Manufacturer narrative:
Per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was reusing insulin which is considered off label insulin use per the tandem user guide. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.